Event description:
Ous MDR - it was reported that the lead became dislodged twice during the first 3 months after the implantation. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the leas was checked visually, mechanically, and electrically. Further analysis showed remains of coagulated blood on the inner conductor helix. These coagulated blood remains probably came from the implantation of the lead. During the mechanical inspection, the mandrin could be inserted into the lumen of the lead correctly. During the visual inspection, damage was noted at the sealing lips and at the silicone sheath of the is-1 connector, which was probably a result of the operation. The is-1 connector pin was intact. The thorough analysis did not show any deviations from the technical specifications that could be related to the clinical complaint. In particular, the fixation could be evenly extended and retracted during the performed tests, and the numbers of screw rotations were also within specification. The lead did not show any anomalies in this regard either. There were no indications of material defects or manufacturing errors.